Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the insulin pump alarmed button error. It was reported that the customer was on vacation and suspected that the insulin pump might have been exposed to moisture. The customer's blood glucose was unknown. Nothing further was reported.

Manufacturer narrative:
Failure analysis revealed that no button error alarm noted. The insulin pump had no button response due to corroded keypad traces. The device had minor scratched display window, cracked battery tube threads, cracked reservoir tube lip and a missing end cap sticker. No moisture damage noted on electronic or motor assemblies.